Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
During the surgical procedure the ultrasonic scalpel had difficulty closing, preventing proper dissection and hemostasis. No injury reported. There was no unexpected loss of tissue due to the problem. There was no tissue damage as a result of the problem. There was no excessive bleeding. The surgical time was not extended. There was no permanent injury. There was no temporary injury. Another product was used to solve the problem. The hospital stay wasn't prolonged.